Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve procedure involving the transcatheter aortic valve evfxplus-29, the patient had a heavily calcified elliptical bicuspid valve with significant protuberant calcium in the annulus and left ventricular outflow tract. The was loaded, and the fluoroscopic inspection showed crown overlap to node 3.5. During the first deployment to 80%, under-expansion of the valve frame was noted in the right anterior oblique (cusp overlap) projection, and a full frame infold was observed in the left anterior oblique (3 cusp) projection. The valve and delivery catheter system (dcs) were withdrawn. A new valve was loaded into a new dcs without issue and was subsequently implanted successfully. No patient complications have been reported as a result of this event. Additional information was received indicating that the infold led to a procedural delay of five minutes while the new valve and dcs were loaded. It was noted that the patient was stable throughout this process.

Manufacturer narrative:
Updated data: d4 h2 h3 h6 image review: a live case recording was provided for review of the event. Images from the patient¿s executive summary was provided for anatomical review. Patient¿s aortic valve appeared to be significantly calcified with an annulus perimeter that measured 74.2 millimeter (mm) with a perimeter derived diameter of 23.6mm suggesting a 29mm evolut. Fluoroscopic valve load inspection was performed and a misload appeared to be present by overlap slightly beyond node 4. Per medtronic best practices, overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload. As stated in the instructions for use (IFU), if a misload is detected, do not attempt to reload the bioprosthesis. Discard the entire system. The valve, catheter, loading system, loading tray, and saline must all be replaced with new sterile components. However, the misload was not identified and the valve was used for the procedure. A pre balloon aortic valvuloplasty was performed prior to the valve implant. During the first implantation attempt an infold occurred. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. Evidence supports that a new system was used and implanted successfully without further issues with infolding. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve procedure involving the transcatheter aortic valve evfxplus-29, the patient had a heavily calcified elliptical bicuspid valve with significant protuberant calcium in the annulus and left ventricular outflow tract. The was loaded, and the fluoroscopic inspection showed crown overlap to node 3.5. During the first deployment to 80%, under-expansion of the valve frame was noted in the right anterior oblique (cusp overlap) projection, and a full frame infold was observed in the left anterior oblique (3 cusp) projection. The valve and delivery catheter system (dcs) were withdrawn. A new valve was loaded into a new dcs without issue and was subsequently implanted successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10:  product ID d-evolutfx-2329 (lot: 0012710778); product type: 0195-heart valves; implant date: non-implantable device select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.